Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of not completely deploying the anchors of the interbody at the time of implantation, which led to anchor disengagement.

Event description:
During a 3 month follow-up, it was noticed that the acapella anchors appeared to be disengaged. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
During a 3 month follow-up, it was noticed that the acapella anchors appeared to be disengaged. Patient was revised on (B)(6) 2016.